Manufacturer narrative:
This report is for an unknown screw/rod construct accessories/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: wei, x.z. Et al (2017), key vertebral pedicle screw strategy for the correction of flexible lenke type 1 adolescent idiopathic scoliosis. A preliminary study of a 5-year minimum radiographic follow-up, spine, vol. 42 (16), pages 1226-1232, doi: 10.1097/brs.0000000000002143 (china). The aim of this retrospective study is to determine the long-term results of posterior correction and fusion with pedicle screw fixation using this treatment strategy. Between january 2008 to march 2015, a total of 20 patients (2 male and 18 female) with an average age of 14.7±1.7 years (range: 11.0¿18.0 years) underwent one-stage posterior correction and fusion. Surgery was performed using expedium (uniaxial pedicle screw) in 14 patients and moss-miami (depuy spine inc.) Instrumentation systems in 6 patients. The average length of follow-up was 64.1±3.8 months (range: 62.0¿72.0 months). The following complications were reported as follows: the coronal cobb angle of the mt curve changed from 15.88±3.18 to 17.48±3.48 representing a 3.6% loss of correction. The progression in the tl/l curve was significant, with a change from 12.78±3.78 to 14.08±3.48, representing a 5.3% loss of correction. 1 patient experienced a wound infection 1 week after surgery that was resolved by comprehensive debridement and antibiotic therapy. 2 patients had mild junctional kyphosis. This report is for an unknown depuy spine screw/rod construct (expedium and moss-miami). This is report 1 of 2 for (B)(4).